Event description:
The rymed invision-plus (a needleless IV connector) developed cracks in the thread area of the connector in 6 patients that were receiving propofol IV infusions. The cracks were discovered because the infusions were found leaking. This rymed product was used for approx. 2 years with no cracking. These 6 events happened over a short period of time in (B)(6). There was no apparent adverse outcome to the patients involved. The lot numbers of the involved connectors were not collected. Our stock contained multiple lot numbers. The rymed representative was notified of our concerns and was given one of the cracked connectors. We discontinued using the rymed connector on all propofol infusions and switched to another manufacturer's connector. To date we have encountered no cracks with this other manufacturer's connector. Over this past weekend we had another cracked rymed invision plus connector. It was cracked in the same location but this time on a patient with a heparin drip. There had been no propofol used in this IV line, so this is the first crack on a non-propofol infusion.